Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that during cleaning, a screw was observed missing. There was no associated procedure and therefore, no patient involvement.

Event description:
It was reported that during cleaning, a screw was observed missing. There was no associated procedure and therefore, no patient involvement.